Event description:
The customer reported the device will only power up in pads mode, it will not charge or recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).